Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted with suspected upper gastrointestinal bleed (gib) which was confirmed by esophagogastroduodenoscopy (egd). It was also reported that the patient experienced ventricular tachycardia (vt) which was thought to be due to hypovolemia, anemia, low flows and that the patient was compliant with their anticoagulation therapy. The patient was externally cardioverted and started on anti-arrhythmic. The procedure showed arteriovenous malformations (avms) and angioectasia in their stomach. The avms were cauterized, the patient received packed red blood cells (prbc)and their anticoagulation therapy was initially held and then resumed. It was also reported that the patient's thickening on their colon was thought to be metastases to their liver which was negative. The patient was placed on heparin and remains hospitalized. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Information provided by the site indicated that the patient was admitted with a suspected upper gastrointestinal (gi) bleed, which was confirmed by esophag ogastroduodenoscopy (egd). The patient experienced ventricular tachycardia (vt) which was thought to be due to hypovolemia and anemia. The patient was externally cardioverted and started on anti-arrhythmic. A gi procedure showed arteriovenous malformations (avms) and angioectasia in their stomach; the avms were cauterized, the patient received packed red blood cells (prbc), and their anticoag ulation therapy was initially held and then resumed. It was further reported that the patient felt weak, with a poor appetite, and became diaphoretic. The patient also reported melena and was treated successfully with argon plasma coagulation (apc) for angioectasia with bleeding found in the stomach. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, gi bleeding, avms, and cardiac arrhythmia are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of gi bleeding and avms. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to: -b1. Adv evnt/prod prob: changed from adverse event only to adverse event product problem. -b5.desc evt problem -h6. Patient codes (ime/annex e) imf (annex f) health impact. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient felt weak, with a poor appetite and became diaphoretic prior to hospital visit. The vad flows were noted to be lower to 5l from 6l, then acutely to 2.5l. The patient also reported melena and was treated successfully with argon plasma coagulation (apc) for angioectasia with bleeding found in the stomach.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and patient demographics. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient underwent a small bowel enteroscopy.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Information provided by the site indicated that additional to the reported low flows, the ventricular assist device (vad) patient was admitted with suspected upper gastrointestinal bleed (gib) which was confirmed by esophagogastroduodenoscopy (egd). The patient experienced ventricular tachycardia (vt) which was thought to be due to hypovolemia, anemia and the patient was compliant with their anticoagulation therapy. The patient was externally cardioverted and started on anti-arrhythmic. The procedure showed arteriovenous malformations (avms) and angioectasia in their stomach. The avms were cauterized, the patient received packed red blood cells (prbc) and their anticoagulation therapy was initially held and then resumed. It was also reported that the patient's thickening on their colon was thought to be metastases to their liver which was negative. The patient was placed on heparin and remains hospitalized. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, bleeding and cardiac arrhythmia are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.